Event description:
Boston scientific received information that the patient fell down, landed on his chest and reported that the lead was poking outward. Patient also was feeling tingling sensation at the implant site. Additional information indicates that the patient was fine upon check-up by the physician. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.